Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is in the rewind/prime loop. Unable to exit the rewind/prime loop. The blood glucose reading was 300 mg/dl. Customer treated with manual injections. Insulin is squirting out during the manual prime process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. A scratched lcd window, cracked display window, broken belt clip slot and cracked reservoir tube lip noted.